Event description:
The customer claims zipper damage to the side a panel that the teeth do not connect. This was discovered during set up prior to placing it into use with a pt.

Manufacturer narrative:
(B)(4): the product has been requested to be returned but has not been rec'd. (B)(4).